Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to retention issues and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on july 22, 2024.

Manufacturer narrative:
Device analysis report attached.